Event description:
It was reported the patient had no stimulation sensation. The reporter stated the patient was not feeling stimulation the morning of this report, but stimulation could have been off sometime last night. It was noted the patient had no falls or events recently. It was further noted the patient thought their implantable neurostimulator (ins) was depleted. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).